Event description:
The customer complained of obtaining different results when comparing e601 results with lumipulse results. The customer had switched from the lumipulse to the e601 about two months ago. The customer provided data for anti-hcv: antibody to the (B)(6) on two patient samples. Of the data provided, one (B)(6) result is reportable as a malfunction. The (B)(6) result on the e601 analyzer was 0.68 (negative), and the result on the lumipulse was 2.9 (positive). The units of measure were requested but not provided. The customer would not provide the date on which the event actually occurred. Both results were reported outside the laboratory. There was no death, injury, illness, serious deterioration in health, or visit to a medical facility caused or contributed to by the event. The lot number of the (B)(6); the expiration date was requested but not provided.

Manufacturer narrative:
Testing of two patient samples sent by the customer confirmed the (B)(6) when tested on a roche analyzer and also when tested on an architect analyzer. In addition, both samples tested (B)(6) when tested by a roche method and by the architect method.

Manufacturer narrative:
The event took place in (B)(4). The specific catalog number of the analyzer involved was requested but was not provided.